Event description:
It was reported that a revision surgery was performed due to dislocation. Only the femoral head and poly cup were changed in the revision. The cpcs stem stayed in.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical task concluded, without sufficient documentation and/or the analysis of the explanted components the root cause of the dislocation cannot be determined, although it is likely that migration of the cup into a suboptimal position contributed. The reported dislocation was the contributing factor the right tha revision. The patient impact beyond the dislocation, probable pain, and right hip revision procedure cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.